Event description:
It was reported that during and acute appendectomy procedure the device partially fired and created an ineffective staple line in the patient. The surgeon then used another like device to complete the procedure. The information was given to the biomed and no or contact. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix at what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Noif so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.